Event description:
This ra lead was implanted on (B)(6) 2004. A call placed to technical services on (B)(6) 2018 stating that this lead will be explanted due to infection. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).